Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no audio out of the of the piic system, after replacing the piic display; everything else worked correctly. The customer is currently using the old display, which does produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported; no patient harm, lack of awareness, or patient treatment was required.